Event description:
It was reported that over a month after this right ventricular (rv) lead was implanted, oversensing was observed. It was also noted that there was a loss of capture with high pacing thresholds. During a revision procedure, the helix would not retract, and the lead was subsequently, abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.